Manufacturer narrative:
Initial reporter facility name: ((B)(6) medical center). (B)(4). Investigation results: the returned lighttrail reusable 230um laser fiber was analyzed, and a visual evaluation noted that it was returned broken in two pieces. The first piece measured approximately 34.4 cm from the top of the connector to the break. The second piece measured approximately 301.1 cm from the break to the tip. The exposed glass portion of the tip measured approximately 0.5 mm and appeared fractured. Examination under magnification confirmed the pattern on the tip was consistent with a fracture. The remainder of the tip was not returned. Functional analysis revealed that when the fiber was connected to the auriga laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The laser console displayed the message, "applicator has been used 1 time." No other issues with the device were noted. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on february 26, 2020 that a lighttrail reusable 230um laser fiber was used in a laser lithotripsy procedure in the common bile duct performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga laser console. According to the complainant, prior to the procedure, the laser fiber was not recognized by the laser unit after a few seconds of use and no laser energy was coming out. The procedure could not be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the laser fiber broke and tip detached.